Manufacturer narrative:
Afp assays from different vendors can produce different results. Afp values determined on patient samples by different testing procedures cannot be directly compared with one another and could be the cause of erroneous medical interpretations. This information is included in the package insert for the assay. Based on calibration and qc data a general reagent issue could be excluded. The investigation did not identify a product problem. The cause of the event could not be determined. D.4 lot number and expiration date were updated.

Manufacturer narrative:
The afp reagent lot number was 298297 with an expiration date of 28-feb-2019. The repeat afp result was 9.4 ng/ml with the lumipulse method. The initial investigation determined that the customer's calibration and qc were acceptable.

Event description:
The customer complained of discrepant elecsys afp assay results for two samples from one patient on a cobas 8000 e 602 module, serial number (B)(6). For sample 1, the initial afp result was 9.6 ng/ml. The result was 3.1 ng/ml with the wako method. The results were reported outside of the laboratory. The physician questioned the results. On (B)(6) 2018, a new sample was collected and the initial afp result was 7.7 ng/ml. The afp result was 2.2 ng/ml with the wako method. There was no allegation of an adverse event. The sample that was collected on (B)(6) 2018 was provided for investigation. The afp results were 8.93 ng/ml and 8.49 ng/ml from a cobas 6000 e 601 module.

Manufacturer narrative:
This event occurred in jpn.